Manufacturer narrative:
Investigation results: based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed. We will continue monitoring the complaint trend for the product and symptom. With no actual sample analysis, a probable root cause could not be offered.

Event description:
No additional information.

Event description:
It was reported that bd needle sftygld 25x5/8 rb needle pulled out of hub. Verbatim: when administering a vaccine, a small part of the needle remained stuck in the patient as it had become dislodged from the hub. There was no harm to the patient. The needle was able to be safely removed without any additional treatment (no x-rays, etc.). Provider was notified of incident. Needle was intact upon removal.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.